Event description:
Blood leakage incident after 2-4 tubes sampled. A nurse stuck her finger on the rear end needle (stopper piercing needle) while she was manipulating the latex sleeve trying to stop blood leakage. Incident happened on august 10th. Baseline testing for human immunodeficiency virus, hepatitis c virus and hepatitis b virus. All were negative for the source pt as well as the nurse. Tests will be performed again in sept. No treatment was given.